Event description:
It was reported that an ilet bionic pancreas displayed persistent alert 75 (vibe i2c power) despite multiple restarts, and a replacement device was arranged while the user elected to continue using the current ilet until the replacement arrived. Symptoms included no reported changes in blood glucose. Outcomes included no injury and no medical intervention. Investigation included verification of the alert, user-directed restart attempts, counseling on shutdown procedures, and arrangements for device replacement and data return. Investigation of this device revealed an unresolved device malfunction consistent with a power or internal communication issue. Investigation of the device engineering logs confirmed previous alert 75 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.